Event description:
The customer reported that about ½ cup of clear fluid had leaked from the wbc bath of their act diff 2 analyzer, while running patient samples. There were no erroneous results reported outside the laboratory. It should also be noted that there was no biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse discovered that the waste pump was defective. The fse replaced the waste pump resolving the leak. Upon recur, the failure mode identified could potentially generate erroneous wbc, hgb and diff results due to improper bath drain. (B)(4).